Event description:
Healthcare professional reported right side rupture. The device was explanted and replaced.

Manufacturer narrative:
Continued a.5b race: korean additional, corrected and/or changed data: a.5b, b.6, b.7, d.9, g.1, g.3, h.3, h.6 device evaluation: analysis of the returned device identified: underweight, opening extended on radius, anterior and posterior, white particles in the shell. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, stress marks, non-penetrating nicks, creases fold and wear abrasion. Base on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device was explanted.